Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.